Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Additional information: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the system communicates everything when site turns on the imaging system outside of room. Then the site disconnects the umbilical cable from the mobile view station (mvs) and moves the viewing station into operating room (or). Upon moving the system, umbilical cable is reconnected but the system would become unresponsive with "waiting from mobile view station (mvs) to communicate" displaying. Rebooting the system would resolve the issue and the message goes away. There was no patient present at the time of the issue.